Manufacturer narrative:
January 22, 2010: this event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. (B)(4). Conclusion: the reported behaviour occurred because aida / holters re-programming procedure was interrupted by telemetry errors, and because the user decided to quit the session at this moment. The message "holter programming: failed" ("echec de la programmation des memoires.") Was displayed to indicate this situation to the user. The origin of these telemetry errors remains unk, but strong external interferences (emi) or a poor programming head position is highly suspected. No data could be retrieved from the memories since this event, because memories were seen in an unexpected state by the programmer. Follow-up data were lost. Reportedly, a normal behaviour was restored by re-programming the memories manually.

Event description:
Upon the interrogation of the device involved in this report, a warning message was displayed "holter temporal not available".